Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was unable to set the ipg into MRI mode due to low impedance. In turn, the patient underwent surgical intervention wherein ipg was explanted and replaced to address the issue.